Manufacturer narrative:
This supplemental report is being submitted to correct the number of the patients and to provide additional information. It was confirmed that the one patient was infected, but not three patients. The serial number of the bronchoscope that was used for the patient is (B)(4). This report is 2 of 3 reports.

Manufacturer narrative:
The devices referenced in this report have not been returned to olympus medical systems corp. For evaluation. The user facility uses etd3 (manufactured by olympus) as an endoscope reprocessor. The reprocessing practice was investigated at the user facility. During the investigation, no deviation was found. The manufacturing record of the devices was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that a bronchoscopy was performed to the patient who was immunodeficient on (B)(6) 2017. The user facility continued using the scope for ten days. When it was confirmed that the three patients were infected with klebsiella pneumoniae, the user facility conducted microbial culture test for the two bronchoscopes (bf-h190) and the test result was positive for klebsiella pneumoniae. Therefore the user facility stopped using the two scopes. The serial number of the two bronchoscopes are (B)(4) (manufactured on august 11, 2015) and (B)(4) (manufactured on july 27, 2015), respectively. It is unknown which scope was used for each patient. This report is 2 of 3 reports.